Manufacturer narrative:
This MDR was a duplicate. Steroid has been previously reported in report number: 6000034-2022-02594. Any further information will be provided with report number: 6000034-2022-02594. This report is submitted on february 21, 2024.

Manufacturer narrative:
This report is submitted on november 24, 2023.

Event description:
Per the clinic, the patient was prescribed with steroid injection (specific date and duration not reported), in order to reduce the skin flap thickness. The implanted device remains.